Event description:
Pt admitted in 12/2002, for right heart failure. While in unit, console alarmed for power limit advisory twice followed by low beat rate and the pump stopped. Excessive black dust noted in vent line. Pt is continuing to run on electric actuation at this time. The pt is not a transplant candidate and has been placed as a do not resusitate (dnr). The pt is on multiple inotropes.